Manufacturer narrative:
1038671-2024-01491. Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01491.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and alleges "...severe pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries. Per the documentation the patient has not been surgically revised. There is no other patient demographic or medical history available. There are no images of the device provided. No additional information is available.

Manufacturer narrative:
H10. Related: MFR#1038671-2024-01491 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: sn (B)(6), 02-012-49-4009 - logic cr tib insert slope++, sz 4, 9mm. Sn (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. Sn (B)(6), 200-02-32 - three peg patella 32mm. Sn (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.